Manufacturer narrative:
This report is submitted on november 17, 2016 by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently the device was explanted (date not reported), re-implantation is planned but has not taken place as of the date of this report november 17, 2016.

Manufacturer narrative:
Per the clinic, the date of explantation was (B)(6) 2016. The device was reportedly discarded at the time of surgery and is not available for analysis. This report is submitted january 18, 2017.